Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a social media post submitted by a patient (pt) was discovered. The pt reported a diagnosis of ¿pseudonymous¿ in the left eye (os) and is ¿now blind in that eye until I have a corneal transplant¿ after wearing an unknown acuvue brand contact lens (cl). Multiple attempts have been made to contact the pt to obtain additional information and suspect product information and availability. No additional information has been received. It is unknown if the suspect cl is available for return. The date of the event is unknown. No product or lot information was available. No analysis could be conducted. This event is being submitted as a worst-case event as the diagnosis and treatment were unable to be determined. If any further relevant information is received, a supplemental report will be filed.